Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6), a biopsy procedure was performed and during the procedure a vacuum error was received and had to replace the needle. The doctor put another needle on and were still unable to proceed due to errors. Procedure was aborted after needle had been inserted into patient. Procedure rescheduled, no additional treatment or medication were required for the patient. No additional information available.

Manufacturer narrative:
Visual inspection was conducted and there were no signs of damage in the inner, outer cannula, gears, bearing or tubing. Functional testing was conducted and the device passed the setup and test phases, the failure reported was not reproduced. The device was able to take samples without problems. Hence, the complaint cannot be confirmed. This observation will be monitored and trended.